Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the lens was explanted and replaced with another lens in a secondary procedure due to an unspecified issue. Additional information has been requested but no information is available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).